Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s spouse reported via phone call that they hospitalized due to high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was of 525 mg/dl. Customer also had two hospitalizations for diabetic ketoacidosis but that was with the different insulin pump. Customer was treated with manual injection and insulin pump for high blood glucose level. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.